Event description:
A report was received that the patient will undergo a lead revision due to abdominal pain caused by the paddle lead. The physician will replace the paddle lead with two percutaneous leads.

Manufacturer narrative:
Additional information was received that the physician explanted the paddle lead and implanted two percutaneous leads. The patient was reportedly doing well following the procedure. The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo a lead revision due to abdominal pain caused by the paddle lead. The physician will replace the paddle lead with two percutaneous leads.